Event description:
During preparation for a laser procedure, the facility inadvertently placed the wrong set of safety eyewear with the system. The dr initiated the procedure with the incorrect laser safety eyewear. The dr experienced three brighter than normal flashes of light back through the eyewear. As a result of using the incorrect eyewear he may have been exposed to 2.4 times greater than maximum permitted energy.